Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the right tracker on the imaging system was not visible to the s7 camera. They confirmed the left side was visible. Rebooting the system did not resolve the issue. There was no patient present when this issue was identified. No further information was provided.